Manufacturer narrative:
The sample was collected in a greiner lithium heparin plasma tube. The customer centrifuges samples for 15 minutes at 2200 rpm. However, some samples are centrifuged for 6 minutes at 2000 rpm. Qc has been within the established ranges. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A clear root cause for the event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erratic total beta hcg (tbhcg) results in different gestational age categories generated by unicel dxi 800 access immunoassay analyzer for one patient. The result was not reported out of the laboratory. Subsequent testing produced reproducible results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.